Event description:
It was reported that the physician used a sprinter otw balloon to pre-dilate a calcified, tortuous lesion in the proximal right coronary artery. Device was inspected before use, no issues noted. Negative prep was performed, no issues noted. Resistance was noted when advancing to the lesion, excessive force was not used. It was reported that upon reaching nominal pressure, plaque ruptured the balloon. There was a sudden drop in pressure. Burst occurred on the subsequent inflation and burst occurred due to the artery having so much calcium. The device was not moved or re-positioned prior to the burst. The balloon was removed from the patient. Procedure was completed. No material remained in patient. No patient injury reported for this event